Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. First clip used was implanted successfully. A second xtr clip was then attempted but resulted in a leaflet tear. The clip was removed and procedure aborted. After removal of the steerable guide catheter (sgc), an atrial septal defect was observed. The procedure ended with mr unchanged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation could not be conclusively determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: a second xtr clip was then attempted but resulted in a leaflet tear. The clip was removed. An additional clip was attempted to be placed to treat the tear, but it was decided to remove the clip after evaluation of placement